Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. This investigation would be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to an unspecific product performance issue. Attempts to obtain additional information were unsuccessful. It is not expected that this lead returns for analysis. No additional adverse patient effects were reported.